Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the hospital with infection. There was vegetation on the leads and a blood culture test revealed (B)(6) and (B)(6) infection. The entire system was explanted with no complications. The patient had a history of administration of IV medication, so the new system will be implanted after the IV medication is cleared from the blood. Patient tolerated the procedure well.